Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pneumothorax remains unknown.

Event description:
During an implant procedure, a pneumothorax occurred which required resuscitation. During implantation, the patient¿s vital signs and oxygen saturation became poor. The anesthesiologist asked that the operation be interrupted to stabilize the patient. When the cs was visualized, using the balloon catheter, contrast medium entered the entire heart. An ultrasound was used to see where the problem was. The patients blood pressure dropped and a pneumothorax was noted. An attempt was made to correct the pneumothorax with help of a drainage. The patient required resuscitation, the physicians began chest compressions, and the patient was transferred to intensive care unit under the accompaniment of the internal rescue team and the procedure was aborted. It was noted that the pneumothorax likely occurred during puncture of the subclavian vein.